Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and there was no abnormality of the device. Based on the results of the investigation, the reported phenomenon was occurred due to the ome-v200.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the pancreaticoduodenectomy with the orbeye surgical microscope ome-v200, led light source ome-l200 and foot switch maj-2301, a microscope error e116, e117 appeared and the autofocus and electric zoom of the microscope did not work. The user completed the procedure by manually adjusting the zoom and focus. The procedure time longer than planned due to this problem. The microscope was used to assist in suturing and to share the surgical field with surgical staff. Other detailed information was not provided. There was no report of patient injury associated with the event. This is a report for maj-2301.